Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage on the electronic assembly. The pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, stained address/serial number label and cracked display window corners.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the pump got wet when he fell in the water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.